Event description:
On 2/13/2007 medtronic rep reported pt's pump location is causing discomfort, physician planning to revise pocket. On 3/27/2007 add'l info received from the physician indicated the pt's pump was moved to a new location on the event date. A seroma at the pump site was observed in the same month, and required aspiration. No infection was noted in the aspirated fluid. The pump site was again aspirated the following month.

Manufacturer narrative:
This report is being sent following an internal audit.